Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart twice. The customer¿s blood glucose level was unknown. The customer stated that alarm had occurred. The customer was assisted with troubleshoot and customer stated that the pump was not stored or not in use for an extended period of time. Customer had put new battery and unexpected restart had recurred during normal pump use. Customer has reported that they had not experienced multiple a21 alarms after battery change. The insulin pump will not be returned for analysis.